Manufacturer narrative:
The difficult-to-position allegation was not confirmed. Visual inspection revealed no anomalies on the returned lead. Lead tip was normal. Traces of dried blood noted in lumen tip area, normal for an open tip lead.

Event description:
This supplemental report is being filed due to the device evaluation. Boston scientific received information that this left ventricular (lv) lead got dislodged. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. This lead was explanted. No additional adverse patient effects were reported.